Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event were attributed to any malfunction of the implanted system.

Event description:
Follow up information received identified the patient underwent ipg pocket revision and the reported issue has been resolved.

Event description:
It was reported the patient complained of pain at the site where the scs ipg is currently located. Consequently, the patient was to undergo surgical intervention to revise the scs ipg location.